Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when they pulled the nitinol wire out of the casing from the device package, it was split at one point, and it was not smooth and straight. It was crooked and appeared that the braiding became unraveled. No patient injury or interaction.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was returned uncoiled however the root cause was not determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.